Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter:

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4337457. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is possible that the reported defect is related to the challenge test parts in manufacturing, if the transfixed catheter defect is not apparent, the vision system may not detect. The challenge test is performed once per shift and visual inspections are performed every 2 hours. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.